Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major infection. Blood culture was positive with fungal. Cause of infection was due to patient condition or complexity of medical management. The correlation was considered low but could not be ruled out. The patient also had neurological dysfunction, stroke. It was due to intracranial hemorrhage, occipital region. They were on warfarin/aspirin at the time. Surgical treatment, percutaneous embolization, and burr hole hematoma removal, were performed. This was considered to be device related due to complex medical management. They were admitted from 26feb2025 to 22may2025.

Manufacturer narrative:
Section a4: patient weight corrected. Section d4: model number corrected. Section e1; reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for the reported infection could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists adverse events, including infection (local, driveline, and pump pocket), stroke, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, lists infection and neurological dysfunction as potential late postimplant complications. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.